Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 400 mg/dl at its highest. A system check was performed and the pump performed as intended; however, customer alleged the occlusion alarms were caused by an unspecified pump issue. Reportedly, customer reverted to manual injections for insulin therapy.